Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient¿s ipg is not communicating with external devices following an unrelated surgery. Troubleshooting was unable to resolve the issue. Diagnostics revealed that the ipg is not bondable. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue, reportedly, therapy was confirmed post op.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.